Event description:
Boston scientific received information that at the time the patient was at home, the device delivered eight shocks, with therapy exhaustion. Later, two shocks were delivered, then one shock in two follow up episodes. The electrophysiologist believed that the arrhythmia began as atrial fibrillation (af) with rapid ventricular response (rvr), however, the initial detection was in the ventricular fibrillation (vf) zone. The ventricular rate was near 300 bpm. No programming changes were made, however the patient was to be sent for further evaluation. It was reported that the patient was smoking and had not taken the prescribed medication at the time of the episodes. The patient reportedly recalled four of the 11 shocks, and no adverse patient effects were reported as a result of this clinical observation. Additional information was sought from the local area sales representative, however, at this time, additional information was not available.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.